Event description:
It was reported that an asymptomatic patient experienced a non-cardiac related fall and presented in clinic for a device check. The right ventricular lead exhibited decreased sensing. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
(B)(4).